Manufacturer narrative:
Tandem¿s t:slim g4 user guide states: ¿do not use any other insulin with your system other than u-100 humalog or novolog." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple altitude alarms occurred. Additionally, it was reported that multiple cartridge alarms (cartridge alarm 6 - vent not working) occurred with multiple cartridges. There was no patient involvement, as the customer was using manual injections as alternate insulin therapy since (B)(6) 2017 and the customer continued to use manual injections.